Event description:
It was reported that the target lesion was in the right coronary artery that had mild tortuosity, mild calcification and a 75% stenosis. No pre-dilatation was performed prior to the attempt to stent the lesion with a non-abbott stent, which was confirmed on intravascular ultrasound, to be malapposed. During post-dilatation of the stent with the 4.0x8 mm voyager nc balloon catheter, the balloon ruptured on the first inflation to 12 atmospheres for 10 seconds. A non-abbott balloon was used to post-dilate the stent to complete the procedure. There was no resistance reported during advancement/retraction of the balloon catheter in the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, mildly calcified and 75% stenosed, which may have contributed to the reported complaint. It is possible that the balloon interacted with the stent implant and/or the tortuous and calcified lesion upon inflation attempt such that it became damaged (scratched) and ruptured as a result; however, this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported rupture cannot be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no evidence to suggest any indication of a potential product quality deficiency.